Event description:
The patient reportedly experienced intermittencies and sound quality issues. The patient has also reported experiencing dizziness and pain with and without use of his cochlear device. There have been several programming changes that would resolve the patient's device related issues. External equipment has also been exchanged. The patient has discontinued wearing his external equipment due to reported symptoms. Device testing on two occasions revealed normal functioning of the device. The physician has scheduled the patient for medical consult and a CT scan. Due to patient's discomfort, device revision surgery has been recommended.